Event description:
A report was received that the patient was experiencing extreme pain, burning and stabbing in character at the ipg site and was worst when charging. It was also reported that the patient had pain in the midline incision site. It was believed that the scs had intensified the patient¿s pain since implant. The patient was treated with lidoderm patch with not much relief. It was not known what caused the pain. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed